Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic distal gastrectomy procedure. The stapling device was being used for the cutting of the duodenum. When the surgeon was trying to fire, it was not working, even checked twice. All of the status indicator lights were solid. In order to resolve the issue and complete the case, replaced with a new reload. The new reload was able to work successfully with the original handle and adapter. There was no patient harm. The current patient status is stable.